Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Implant performed by surgeon very experienced with implant and instrumentation, screw seems to have backed out over course of next 10-12 weeks until screw tab has broken and screw has come out completely. Ulna cap dislodged and joint dislocated. Patient was revised on (B)(6) 2015. In tightening the new ulna cap down dr (B)(6) chose not use the torque limited driver from the instrument set, he broke the tip off of two driver tips in tightening.